Event description:
It was reported to boston scientific corporation in 2007 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the day prior. ( patient age, gender and weight unknown) according to the complaint, doctor introduced the product without any complication but he found a very complex anatomy and he decided not to complete the procedure. When he withdrew the autotome he noticed that the tip was damaged and the catheter was twisted. The case was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (split in tip). Twisting. Visual examination of the returned device revealed that the tip of the device is split and the distal end of the extrusion is twisted as stated in the event information. The complaint was confirmed. The most likely root cause for this complaint is the complex anatomy of the procedure caused damage to the device as it was introduced down the scope.